Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat a t2 chest fracture. It was reported that the set screws slipped during insertion into the bone screws. The screws were removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): macroscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.